Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06779. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying conditions were recurrent retrosternal chest pressure, with and without exertion, and shortness of breath. Subsequently, the patient underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 99% stenosis. It was 22 mm long, with a reference vessel diameter of 3.4 mm. There was mild calcification and mild vessel tortuousity. The thrombolysis in myocardial infarction (timi) flow was 2. The target lesion was treated with pre-dilatation and insertion of 3.00 x 24 mm promus premier¿ everolimus-eluting platinum chromium coronary stent, and an overlapping 2nd 3.00 x 12 mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Post dilatation was performed and residual stenosis was 0% with timi flow 3. One day post index procedure, the patient experienced mi. The event was considered to be resolved on the same day and the patient was discharged on aspirin and clopidogrel.